Event description:
The pt reported that "several months ago" he was hospitalized for hypoglycemia after inadvertently administering excess insulin by priming the pump while attached to the infusion set.

Manufacturer narrative:
The pt continued to use the pump for "several months" following the event. The pump was subsequently returned to animas for eval due to a report of loss of prime warnings. Eval revealed that the pump had a damaged force sensor plate and functioned as designed by emitting a loss of prime warning to alert the user to this condition. There is no indication that this condition existed at the time of the hospitalization. The pt reported that he inadvertently administered excess insulin by priming the pump while attached to the infusion set. The pump user guide instructs users to disconnect from the infusion set prior to priming it. Additionally, the pump notifies the user to disconnect from the infusion set three times during the prime/rewind sequence.